Manufacturer narrative:
(B)(4). The other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that after a diagnostic procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Prior to use the device was prepared as indicated in the instructions for use (IFU). The device was inserted (into the vessel) over a standard guide wire. The guide wire was removed before the exit port of the device crossed the skin line. Reportedly, the physician tried to advance the proglide device straight into the artery coaxial to the tissue tract, but no arterial flow was visible through the marker lumen. The device was removed (over a guide wire) and the marker lumen was flushed again. The physician tried once more to advance the proglide device into the vessel, but there was still no arterial flow through the marker lumen. When the proglide device was removed, the device sheath was bent. A second proglide device was attempted, but after preparing the device for use as indicated in the IFU, the physician tried to advance the proglide straight into the artery coaxial to the tissue tract, but encountered a springy resistance. When the second proglide device was removed, the device sheath was bent. A non-abbott device was used to achieve hemostasis. The procedure was performed under local anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported bent sheath was confirmed as analysis of the device revealed that the sheath at the guide attachment was bent to the right at 90 degrees from the top axis of the handle. The reported inability to achieve arterial marking from the device marker lumen was not confirmed as testing of the device marker lumen indicated the device was patent. The inability to achieve arterial marking from the device marker lumen may have been the result of the bent sheath. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.